Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the bearings were found to be worn. The presence of corrosion in the motor assembly and worn bearings are likely to cause or contribute to the handpiece to heat up.

Event description:
The tps sagittal saw was returned to the manufacturer after the customer received their own handpiece back from repair. Upon evaluation, it was found to overheat.